Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observations shows minimal wear on the bottom of the caps. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was performed due to locking caps found loose post operatively. This event occurred in japan.